Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain") in a 49 year-old female patient who had essure inserted (lot no. 627302) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression, overweight, ovarian cyst, nulliparous and nulli gravida. No medical history no known drug allergies does not abuse drugs or alcohol no mass or tenderness. No lymphadenopathy . Previously administered products included: tramadol, klonopin and ambien for anxiety and nuvaring. The only concomitant product mentioned was aimovig [erenumab] for migraine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 790 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion intervention required) and migraine ("migraine"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, migraine or abdominal pain. The reporter commented: over the counter pain medication for severe cramping, lower back pain, and uterine pain has been taken. No important additional drugs taken at the time of the adverse event. Reporter believe the essure product caused these events. She denies any history of gonorrhea, chlamydia, herpes, warts or abnormal pap smears. She presently uses condoms for birth control but she and her partner use this sporadically. Bivalve speculum was inserted into the vagina. The anterior lip of the cervix was grasped with a single-tooth tenaculum and the cervix dilated to 25-french where an operating 12 degree operating scope was introduced and visualization of the cavity was excellent. Photographs were taken, the left fallopian tube was identified and the essure device was introduced then removed and the coils were identified at the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.054 kg/sqm. [Blood pressure measurement] (date unknown): 128/74 . [Magnetic resonance imaging] (date unknown): result not given [ultrasound pelvis] (date unknown): vulva and vagina within normal limits . Cervix nulliparous. Uterus anteflexed , normal size , shape and contour . Adnexa no mass or tenderness [ultrasound scan] (date unknown): result not given quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 26-mar-2024: lot number and product start date updated. Date of birth added. Medical history, lab data, date of lmp added, patient notes, patient details added. Ongoing ticked removed (device removal: yes). Non drug treatment and action taken with drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was aimovig [erenumab] for migraine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 365 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion intervention required) and migraine ("migraine"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, migraine or abdominal pain. The reporter commented: lot number was unknown by reporter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was aimovig [erenumab] for migraine. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 365 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion intervention required) and migraine ("migraine"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, migraine or abdominal pain. The reporter commented: lot number was unknown by reporter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 03-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain") in a 49 year-old female patient who had essure inserted (lot no. 627302) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression, overweight, ovarian cyst, nulliparous and nulli gravida. No medical history no known drug allergies does not abuse drugs or alcohol no mass or tenderness. No lymphadenopathy . Previously administered products included: tramadol, klonopin and ambien for anxiety and nuvaring. The only concomitant product mentioned was aimovig [erenumab] for migraine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 790 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion intervention required) and migraine ("migraine"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, migraine or abdominal pain. The reporter commented: over the counter pain medication for severe cramping, lower back pain, and uterine pain has been taken. No important additional drugs taken at the time of the adverse event. Reporter believe the essure product caused these events. She denies any history of gonorrhea, chlamydia, herpes, warts or abnormal pap smears. She presently uses condoms for birth control but she and her partner use this sporadically. Bivalve speculum was inserted into the vagina. The anterior lip of the cervix was grasped with a single-tooth tenaculum and the cervix dilated to 25-french where an operating 12 degree operating scope was introduced and visualization of the cavity was excellent. Photographs were taken, the left fallopian tube was identified and the essure device was introduced then removed and the coils were identified at the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.054 kg/sqm. [Blood pressure measurement] (date unknown): 128/74 . [Magnetic resonance imaging] (date unknown): result not given. [Ultrasound pelvis] (date unknown): vulva and vagina within normal limits . Cervix nolliparous. Uterus anteflexed , normal size , shape and contour . Adnexa no mass or tenderness. [Ultrasound scan] (date unknown): result not given. Lot number: 627302 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-apr-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.